Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system had severe chronic kidney failure and there was pocket erosion with device exposure. Subsequently the entire ICD system along with this right atrial (ra) lead were explanted and successfully replaced. No additional patient adverse effects were reported. The ra lead is not expected to be returned for analysis.